Event description:
Ous MDR - it was reported that after 3 months of implant duration oversensing with artifacts was observed. No adverse patient side effects were noted. The lead was explanted, but no date was provided.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet indented for use with this lead could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The cuttings in the insulation as well as the deformation of the rv shock coil resulted most likely from the explantation procedure. At a next step, the received iegm was inspected. The available iegm did not revealed the presence of noise in the ventricular channel. In summary, the noise issue mentioned in the complaint description could not be confirmed by the received iegms. No deviations were noted during analysis which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.